Manufacturer narrative:
Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2014; 429688, lead, implanted: (B)(6) 2014.

Event description:
It was reported that the patient was hearing an alert. The patient was seen in the clinic and it was found that there had been an alert for one high impedance reading on the superior vena cava (svc) coil of the right ventricular (rv) lead. The impedance was within normal limits upon testing, so it will continue to be monitored. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.